Event description:
It was reported that during the pulse field ablation to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during the first attempt to aspirate and flush, the sheath was sucking air. Troubleshooting steps included aspirating with the mapping catheter inserted and also without the catheter. The device continued to produce air during all attempts. Blood leak was also noted at the proximal port approximately 15cc blood loss noted. No clinical event occurred due to blood loss. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is not expected to be returned for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.